Manufacturer narrative:
1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient has not recharged or used the scs system in several years; however, is interested in turning on stimulation again. The patient no longer has the patient programmer or charger to confirm communication with the ipg. Surgical intervention may be considered at a future date to replace the ipg.